Event description:
It was reported that a spectrum pump over infused while on a pt. The pump was intended to infuse a 50cc bag of ketamine with the following settings: ketamine 110mg/50ml, at a dose of 0.025mg/kg/hr, on an 86kg pt, at a rate of 1.1 ml/hr, and a volume to be infused set to 40 ml. When the pump showed that 23.6 mg had been infused, the bag of ketamine was empty. It was also reported that there was no pt injury. During further correspondence with the facility, it was reported that the pump was operating within specification since the event, and would not be returned for eval.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.